Manufacturer narrative:
Per data log analysis, the system was used on 04-jun-2019. On the next power up the date changed on the central control monitor (ccm) to 01-jan-2003. This indicates a likely issue with the complementary metal oxide semiconductor (cmos) battery in the ccm that preserves the date/time. The next power up showed the date still at 01-jan-2003. A perfusion screen was opened and the date was corrected by the user to 04-jun-2019. This will trigger the reported "you have exceeded the 2 year service life of your battery" notification. This message will be displayed any time the main screen is displayed until the base batteries are replaced and 'new battery' button is pressed in the service screen. The message was still being displayed on 29-aug-2019 when the issue was reported indicating the base batteries had not been replaced. The ccm cmos battery should also be replaced.

Event description:
Additional information was received that the issue occurred during preventive maintenance (pm). There was no patient involvement.

Manufacturer narrative:
Updated block: d10. During laboratory analysis, the product surveillance technician (pst) measured the batteries to be received with 13.1 volts direct current (vdc) and 480 siemens (s) for the first battery and 13.1 vdc and 438s for the second, both passing. Both batteries were fully charged and passed load testing lasting 61 minutes.

Manufacturer narrative:
The reported complaint was confirmed. In june 2019, the field service representative (fsr) replaced the atx board, coin cell battery and the hard drive within the central control monitor (ccm). The battery life timer is house within the software of the ccm and falsely reported the life of the base batteries as they had just been replaced during this preventive maintenance (pm) visit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr) the batteries were last changed (B)(6) 2019. The fsr verified the issue. He replaced both batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) displayed a ¿you have exceeded the 2 year service of your battery¿ message. There was no delay. No other details regarding the nature of this event were provided.